Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose was high; however an exact value was not provided. Additionally, the pump's touchscreen had a delayed response and had "scruff". The customer declined further troubleshooting with tandem technical support and declined to provide further information in regards to the reported issues.